Event description:
It was reported that during a ukr procedure, after the drill was inserted into the handpiece, the thumbscrews were tightened and one of them broke. It was outside of the patient and none of the pieces fell inside. All the pieces were recovered. There was a backup available to complete the procedure with a delay no greater than 30 minutes. No other complications were reported.